Manufacturer narrative:
(B)(4). Concomitant medical products: ng lps-flex fixed prolong art surf, 10 mm, catalog #: 00596203210, lot #: 61631571. Unknown patella, catalog #: ni, lot #: ni. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0001822565-2017-08353, 0001822565-2017-08291.

Event description:
It was reported that patient was revised due to pain,

Manufacturer narrative:
Upon reassessment of the reported event it was determined that, the product doesnot belong to the right knee surgery. Hence, the initial report submitted should be voided. The event of left knee surgery will be reported on: 0001822565-2019-00018

Event description:
No additional information is available to be reported at this time.